Manufacturer narrative:
Date sent to FDA: 9/15/2020.

Manufacturer narrative:
Date sent to FDA: 07/10/2019.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-21112018-0000250206 submitted for adverse event which occurred on (B)(6) 2016. Mwr-26112018-0000253168 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a surgery for obstructed bowels on (B)(6) 2016. It was reported that the patient had removal surgery in (B)(6) 2018. It was reported that the patient experienced an open drain wound, hernia recurrence and mesh migration. No additional information is provided.